Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the button does not work. Customer¿s blood glucose was 150 mg/dl at the time of incident. Customer also reported moisture under the insulin pump display. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to moisture damage on the motor. Moisture damage found on the lcd board also. Unable to confirm button keypad anomaly or perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm.